Manufacturer narrative:
(B)(4). Concomitant medical products: 36 mm cocr mod hd +6 mm, pn 11-363664, ln 876710. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-08715. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to an unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head catalog#: ni lot#: ni; unknown acetabular shell catalog#: ni lot#: ni; unknown acetabular liner catalog#: ni lot#: ni. Complaint sample was evaluated and the reported event was not confirmed.device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.